Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-05332. The patient received two leads (from different lots) for off-label use on (B)(6) 2011. It was reported the patient lost stimulation. It was also reported the stimulation was also reducing. An impedance check was performed and revealed invalid impedance on all contacts. The patient is scheduled to undergo surgical intervention. No further information is available at this time.